Event description:
It was reported that the ventilator generated an alarm indicating expiratory flow meter failure. There is no information if this occurred during patient treatment, but it has been confirmed that there is no reported injury. Manufacturer ref#: (B)(4).

Manufacturer narrative:
Service engineer dispatched to site found that the reported problem was caused by burned pins between pressure transducer printed circuit board (pc1781) and expiratory channel printed circuit board (pc1784). Both printed circuit boards were replaced and the reported ventilator was put back in service. Replaced parts have been requested for investigation, but not yet received. A supplemental MDR report will be sent when the investigation is completed. Reference exemption#: (B)(4).